Manufacturer narrative:
The cpu pcba was returned to failure investigation for analysis. The component failure u1 on the cpu pcba created the system flash error.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported flash file system error, noticed during (preventive maintenance) pm service. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. Could not retrieve (diagnostic report) drpta, and could not install software 2.30 into unit. Respilink was not working either, there was no connection to the (central processing unit) cpu board via cable. Will order a new cpu board. The manufacturer's field service engineer (fse) replaced the defective cpu, programmed the serial number, set the operational time, and reinstalled the options to address the reported problem. The unit successfully passed the required performance verification test.